Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms noted. However, an unexpected motor noise was noted during the rewind; problem isolated to motor. It also had a cracked case at lcd window corner, cracked reservoir tube, cracked battery tube threads, broken reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump makes a grinding noise during rewind and alarmed no delivery during prime. The blood glucose at the time of the incident was 300 mg/dl; treated with manual injections. During the call, the customer changed the infusion set and reservoir and was able to prime. The customer also reported that the insulin pump has a cracked reservoir compartment and screen. The device was returned for analysis.